Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pwd (person with diabetes) reported that she has gotten line block alarm on 2 occasions and that they both happened while she was sleeping. The pwd reported the infusion site appeared good so she only changed what she stated she understood to be the issue, the tubing line and the cassette as the app suggested a cassette change but when the alarm recurred again that she would just change everything out. The pwd was advised that she believes it was possible that she was laying on the infusion sites in her abdomen but that even after adjusting herself the alarms would reoccur. Per reporter, there was patient involvement/ no harm reported.